Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cardiovascular medicine. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the distal portion of the locator got kinked due to severe calcification during insertion. The physician stopped using the device and applied manual compression to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was unknown. It was unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used, the puncture site, and the vessel's diameter are unknown. The type of procedure preformed was hemostasis. The estimated blood loss was less than 250 cc. No equipment or other devices were used with the angio-seal.